Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged charge/battery lasts less than expected and power loss alarm. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. . Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6)/2022 at 17:59:52, insert battery alarm on (B)(6)2022 at 08:32:00, 19:43:00, on (B)(6)2022 at 07:46:00, 19:58:00, on (B)(6)/2022 at 07:20:00, 19:02:00, on (B)(6)/2022 at 06:16:00, 22:11:00, on (B)(6)2022 at 09:19:00, 20:12:00, replace battery alarm on (B)(6)2022 at 18:03:00, on (B)(6)2022 at 05:14:00, 05:24:00, 17:17:00, on (B)(6)/2022 at 05:29:00, 16:51:00, on (B)(6)2022 at 04:33:00, 15:47:00, on (B)(6)2022 at 07:42:00, 18:50:00, 19:00:00, replace battery now alarm on (B)(6)2022 at 05:45:00, 17:48:00, 17:58:00, on (B)(6)2022 at 17:22:00,17:32:00, on (B)(6)2022 at 16:18:00, 16:28:00, on (B)(6)2022 at 08:13:00, power loss alarm on (B)(6)2022 at 18:01:22, on (B)(6)2022 at 17:33:13, on (B)(6)/2022 at 21:11:19, insert battery alarm on (B)(6)2022 18:25:29, on (B)(6)2022 05:49:01, 18:00:17, on (B)(6)/2022 05:34:38, 17:32:42, on (B)(6)/2022 04:37:16, on (B)(6)2022 08:18:29, 19:17:47, 19:21:39, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked belt clip rails, minorly scratched lcd window, scratched case, cracked keypad overlay, missing display window/cover, and overlay scratched. Blank display due to cracked lcd controller (pcba 1). Customer alleged for power loss alarm was confirmed. Unable to confirm charge/battery lasts less than expected due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.